Event description:
It was reported that the customer was hospitalized due to not receiving the supply order, and his son was not able to use the insulin pump. The father was unable to be assisted as he was not in the hipaa consent, and he disconnected the call. Attempted to contact the customer regarding the admission and no results were obtained. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.